Event description:
It was reported the device was sent due to an unk error code that occurred in a case. The handpiece was replaced and the case was completed without any pt consequence.

Manufacturer narrative:
Eval summary: the hp054 hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The batch history records were reviewed with no anomalies noted during the mfg process.